Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician observed that the navigation button did not unction correctly. The device's front panel/keypad led board was replaced to address the issue.